Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the incoming ECG fall-off test. Upon evaluation, the pulse wires in the cable connecting the front therapy electrode (te) and distribution node (dn) were damaged and the unused pulse wire inside the cable connecting the dn and ECG electrodes c and d was damaging other internal wires. The cause of the constant gong alarms is the damaged wires. Root cause of the damaged wires in the front te cable is physical abuse. Root cause of the wire damage inside the ECG cable is ongoing under an existing corrective action investigation. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.